Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.